Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The tissue pad in the grasping section was worn away, a part of the tissue pad was peeled away. There was a mark in the non-insulated area of grasping section which came in contact with the probe and was abraded against it. There was a mark in the probe which came in contact with the non-insulated area of grasping section and was abraded against it. The coating of the probe was partially peeling. The coating of the grasping section was partially peeled off. When we performed probe check, no abnormality occurred. When we closed the grasping section and checked "seal" output, seal short circuit error not occurred. We adopted seal mode because the tissue would be worn away in seal & cut mode. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, omsc presumes that the event occurred due to the following occurrence mechanism. 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. 1. The worn of the tissue pad could have happened because "seal & cut" output was activated while grasping nothing with the grasping section and the probe tip, or kept activating the output after a transection of tissue. 2. The tissue pad was worn away, causing the non-insulated area of the grasping section to touch the probe. 3. The output was activated with the non-insulated area of the grasping section touching the probe. This caused the error and the contact marks on the non-insulated area of the grasping section and the probe. The above device handling has warned in the instruction manual.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. In the evaluation of omsc the following was confirmed, the product name was tb-0535fcs. Lot no. 01k supplementary information was 15. The tissue pad was worn and partly peeled off. There was a mark of contact with the probe on the non-insulated part. There was a mark on the tip of the probe that came into contact with the non-insulated part. The coating on the probe had peeled off. The coating on the grip was peeled off. A probe check was performed by combining the actual product with the usg-400, esg-400, and td-tb400 owned by omsc, and there were no abnormalities. When the grip was closed and the seal mode was output, no seal short circuit error. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from user facility that an error occurred and output became impossible (error code unknown) during the unspecified procedure. Since the defect was in the final stage of the procedure, it was completed without replacement. The user facility states that the forceps and probe might have come into contact during output. There was no report of patient injury associated with the event. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The omsc confirmed the following event on (B)(6) 2021 and determined that it was an medical device report (MDR) reportable event. The tissue pad was worn and partly peeled off.